Event description:
Caretaker alleges the consumer was driving her scooter and was struck by a vehicle. Consumer was then dragged by said vehicle for 10 feet.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
Not a pride issue. Consumer was hit by a car. Updated date of manufacturer.

Event description:
Caretaker alleges the consumer was driving her scooter and was struck by a vehicle. Consumer was then dragged by said vehicle for 10 feet.